Event description:
Spontaneous communication from the patient who reported that a freedom 60 pump replacement is needed because the pump broke. The pump had one of the screws come out and did not function correctly when pushing the plunger on the syringe. The patient was able to self infuse via slow push on the syringe and has already used the medication for her scheduled dose/regimen. The patient's pump is being replaced by (B)(6). There were no missed doses and no adverse drug events reported. The defective device is available for return. The product lot number and expiration date are unknown. No further information is known. The pump was used to infuse hizentra 20% at above dose and frequency. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.